Event description:
It was reported that the patient received inappropriate high voltage therapy. T-wave oversensing due to low r-waves was noted. Increased capture threshold was also noted. Physician was unable to explant the lead or implant a new lead due to a subclavian thrombosis. Physician elected to implant a new device and monitor the lead. Patient condition was good after the event.

Manufacturer narrative:
(B)(4).

Event description:
New information received noted that during dft testing, out of range high voltage lead impedance was detected. Lead extraction is planned.

Manufacturer narrative:
(B)(4).